Manufacturer narrative:
The suspect alarm daughterboard assembly to getinge¿s national repair center (nrc) for evaluation. A senior repair technician evaluated the alarm daughterboard and no visual damage was observed. The senior repair technician then installed the alarm daughterboard assembly into cardiosave test fixture and tested to factory specifications per the cardiosave service manual. The nrc could not verify the failure of the alarm daughterboard the board not producing a beep. The alarm daughterboard passed testing and is being retained at the national repair center per procedure.

Event description:
It was reported that during a service/test performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) would not produce a beep sound when the test button was pushed after the installation of a new alarm daughter board. This is an out-of-box failure (oob). There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during a service/test performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) would not produce a beep sound when the test button was pushed after the installation of a new alarm daughter board. This is and out-of-box failure (oob). There was no patient involvement and no adverse event was reported.